Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing pain at the ipg site. In turn, they had their scs ipg explanted approximately five years after device implant. The issue has since resolved.

Manufacturer narrative:
The statement regarding "the results/method and conclusion codes along with investigation results will be provided in the final report." Was unintentionally contradicting. The previous report served as the final report, as the codes were supplied due to investigation being concluded.